Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart or excessive no delivery alarm tests due to the motor error alarm. The pump passed the basic occlusion, prime, displacement, self test and all operating currents measurement were normal. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind and motor error alarms were noted in the history. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.